Manufacturer narrative:
Ethnicity: information unknown/asked but not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and explanted due to haptic incorrectly oriented. Through follow-up, it was learned that the lens was inserted in the patient's right eye and removed during the same procedure. There was no unplanned vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient outcome was reported as no complications. The lens successfully implanted with another johnson & johnson zcb00 lens (different model and 23.5 diopter). No other information was provided.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 27-jun-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the complaint handpiece. Visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of the cartridge and overridden by the plunger rod. The lead haptic of the iol could also be observed to be unfolded. The handpiece was disassembled and the assembly was inspected, no assembly issues could be identified. The iol was removed from the cartridge and cleaned revealing that the lens was damaged from folding, an tear on the iol, and with both haptics detached. The complaint issue haptic damaged could not be confirmed. However, the observed issue haptic damaged is similar to a haptic detached and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.